Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
H6 and h10: the valve was not returned to edwards lifesciences, as it remains implanted in the patient. Multiple attempts to obtain additional case information were made, however, the information was not forthcoming. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore, the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. The exact source of the infection cannot be confirmed with the information that was made available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
A device history record (DHR) was performed and did not reveal any issues that may have contributed to the complaint event. UDI reference number: (B)(4).  Investigation is ongoing.

Event description:
As reported, 29 days post tavr procedure, the patient was readmitted for valve endocarditis. The patient initially presented with nausea and vomiting thought to be related to food poisoning a week prior to admission.  Ultimately, developed fevers in hospital and blood cultures grew pseudomonas aeruginosa. There was no obvious source of infection identified, however the patient had undergone tavr approximately 1 month prior to this admission.  Infectious disease was consulted for antibiotic recommendations. Initial tte showed no valve abnormalities or vegetations. Repeat blood cultures three days after admission were taken to monitor for clearance and remained with no growth so the patient was transitioned to oral ciprofloxacin.  Despite negative blood cultures, the patient continued to spike fevers in the 101 range. Tee was ordered, which revealed vegetations on the valve. IV antibiotics were resumed, a PICC line was placed and cardiology was also consulted. The patient was discharged after 12 days with PICC line and plan for IV antibiotic therapy for 4 to 6 weeks and follow up tee to re-evaluate.